Event description:
Hcp reports via va dbs clinical study report that the patient was admitted to the neurosurgery service for suspected infection of draining post-auricular dbs site. The wound culture was positive for methicillin-sensitive staph aureus which the paitent received via IV therapy. The remaining device system on the right side and the generator were explanted completely in 2006. The patient remained afebrille and was discharged next day with medication stabilized treatment of parkinson' disease and with the plan of 7 days full course of vancomycin followed by 7 days of oral keflex and home physical therapy. Later that night, the paitent had fever of 101.4 and was readmitted for suspected meningitis. Ceftazidme was initally added to vancomycin regiment and then changed to cefepine based on cultures. Worsening of pc motoric symptoms attributed to missed anti-pd medicastion doses. Neck stiffness on exam. Patient remained afebrile during the hospital stay. A CT of the brain indicated no intracranial bleed; left parietal scalp swelling was new since 1/06 scan. Meningitis was reuled out and fever with accompanying fatigue, lethargy, was attributed to ingoing infectious process. The patient was discharged in stable condition the day after explantation with home antibiotic therapy and physical therapy. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.